Event description:
It was reported that the customer's blood glucose (bg) was 30 mmol/l and ketone level was high. Cause was not known. Customer delivered a bolus via the pump to address bg. Customer went to the emergency room. Healthcare provider identified ketones as dangerous. Customer was treated with intravenous insulin and saline. Elevated bg/ketones resolved. Customer was discharged the same day with no injury. Pump system check was performed with technical support. No issues were identified with the infusion set tubing/cannula, insulin or cartridge. No issues were identified with the pump.